Event description:
It was reported that when using the bd pyxis¿ anesthesia station es had to do pocket loaded on the device. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected cubie that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the perform a pocket load on the device. A technical support specialist (tss) sent pocket load messages for the correct device following customer updates. The inventory was reviewed and validated, and although fewer messages were received than expected, all items were confirmed accurate. The customer acknowledged resolution and approved case closure. The system functioned as intended after technical support specialist troubleshot the device.